Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The patient reported that their therapy was not working like it should and stated they had been "raising it up some". Patient provided event date as starting "probably not the second week" they were home from the hospital and stated they had it arranged pretty good, but then they started wetting their pants again and they hated that and reported they had to wear a diaper for over a year. The patient stated they put a new "machine in I think" as patient reported there was something wrong with their lead. The patient stated they thought they put a new implant in as well but stated maybe they did not. The patient stated they had the lead put in on (B)(6). The patient stated they didn't know what was wrong with the lead as they did not tell patient. The patient stated that was the only thing they could figure out why it wasn't working for a whole year. The patient stated it was not working no matter what they did to it. The patient stated they tried to "up the thing, changing the program". The patient stated they told them they would put in a "brand new instrument" and it would last longer than the patient would be alive. The patient stated they told them to put in on the other side as the patient stated they may have had scar tissue or something around the lead wire stopping it from working. The patient stated when they were done they did not "move that" but they put the lead wire on the other side. The patient clarified the implant was on the left side and the lead wire was on the right side. The patient was unable to recall the event date regarding the lead issue as the patient stated they wore a diaper for a whole year, over a year, and they told them that it was not working. The patient mentioned this was their 3rd implant. The patient was warm transferred to device registration at call closure to ensure their registration was accurate. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1q5x7, implanted: on (B)(6) 2018, explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 27-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the old lead that was placed in 2004 wasn't functioning due to fibrins. A new lead and stimulator were placed on (B)(6) 2024. The issue was due to old age due to 20 years of time passing.

Event description:
Additional information was received from the patient. The patient repeated therapy issue and that patient has fallen three times on their stomach. Asked date of falls however patient does not remember exact dates. Patient was able to make program and therapy adjustment during the call. Patient to monitor symptoms. Redirected to hcp for further assessment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1q5x7 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.